Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. The legal manufacturer recommends the user to have the device repair by olympus continuously in case leakage or damage is found on the device, avoid using damaged device for procedure. Based on the available information, the legal manufacturer determined the probable cause of the positive cultures at the facility could be contamination occurred at microbiological sampling. As stated in the instructions for use: reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.

Manufacturer narrative:
The scope was not returned to olympus for evaluation. As part of our investigation, on january 18, 2021, an olympus endoscopy support specialist (ess) was dispatched to the user facility to observe the facility¿s reprocessing methods and provide an in-service training if necessary. The ess reported that the customer was observed using a knight flush tech gi flushing pump during manual cleaning prior to placing scope in the automatic endoscope reprocessor (aer). The customer was not always using the air/water channel cleaning adapter on every scope. The ess reported that at that time the customer was considering culturing the water from the aer. However, this testing has not occurred. In addition, the customer reported the method for testing the scope was set by the cdc. The scope is brushed and then flushed with sterile water in a sterile environment. The scope was not eto sterilized. The cleaning and disinfectant solutions used with the endoscope are steris revital ox #2d97aw, and olympus acecide. Pre-cleaning is performed immediately after a procedure. The endoscope channel is being brushed during manual cleaning with an olympus brush model bw-412t single use brush. The endoscope is being leak tested prior to manual cleaning with an olympus mu-1 leak tester. The minimum effective concentration is being checked before every cycle. The olympus oer-pro sn. (B)(4) automatic endoscope reprocessor (aer) are being used to reprocess the endoscope. There have not been any issues noted with the aer. The last pm for the aer was within the last six months. The last reprocessing in-service was conducted by an olympus endoscopy support specialist (date unknown). There has not been any change in the facility¿s reprocessing personnel since their last onsite visit with an ess. All reprocessing personnel are trained on how to properly reprocess an endoscope. The scope is being stored in a vented vertical storage cabinet with doors.

Event description:
The service center was informed that the scope cultured positive for the bacillus species and bacillus licheniformis. The results showed a total of (5 ) five colonies (3 colonies b. Licheniformis and 2 colonies bacillus species). The customer reported that they used the FDA/cdc guidance for actions required for positive growth from the facility¿s cultures. The customer reported per that guidance, bacillus was a ¿low concern organism¿ and the total colonies was in the range of 0-10 which resulted in the facility taking no action for the scope. The scope was reprocessed and returned to circulation for use. There were no associated patient infections reported.